Event description:
It was reported that (1) tlc75 was used during a colon resection procedure. It was reported by the affiliate that the staples would not deliver. A new device was opened to complete the case. There was no consequence to pt.